Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety clip covering the bd eclipse¿ needle broke off after use. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: one actual sample was returned for investigation, safety shield disengagement was observed. DHR review shows no similar defect was found during qa outgoing inspection. No quality notification history. Machine tracking forms were reviewed and no similar defect was found. For batch # 6049004. CAPA# (B)(4) has been raised for to address safety shield disengagement issue. The affected batch was produced before the CAPA implementation.

Event description:
It was reported that the safety clip covering the bd eclipse¿ needle broke off after use. There was no report of exposure, injury, or medical intervention.